Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) visited the customer site and evaluated the system. The fse took apart the foot pedal switch assembly, cleaned and inspected it; he then reassembled and tested it. The fse waited while the on-site technologist scanned a pt and the issue did not reoccur. (B)(4).

Event description:
Philips received info from a customer site that the pt table drove down when the customer was trying to raise it. The field service engineer was contacted. There was no report of injury to pt or operator.